Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of error message (sf188). Performance testing could not reproduce the fault consistently. The device main circuit board (pcba) was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the cause of the complaint could not be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert signal test. There was no patient involvement reported.